Manufacturer narrative:
Additional information was received on 17 nov 2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma (new or worsening). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service centre. The device evaluation has been completed, and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During the evaluation, secondary findings was observed, and complaint was not confirmed. There was zero error codes found. The device was corrected. The third-party service centre conclude that evidence of sound abatement foam degradation/breakdown was not observed. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d, g and h updated in this report.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma (new or worsening). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.